Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to a high blood glucose level of 697 mg/dl. She was administered insulin drip. The customer also received a no delivery alarm. She was wearing her insulin pump at the time of hospitalization. The customer ended in the hospital because she was filling her reservoir incorrectly. She was filling it with half air and half insulin. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.